Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump kept going back to rewind pump. When patient had replaced set and reservoir she was not able to exit the fill menu. The blood glucose was 13 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test.